Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that during an intraocular lens (iol) implant procedure, the preloaded intraocular device did not advance correctly and once inserted in eye noticed a scratch on lens noticed. The procedure was completed with new lens. Additional information has been requested; however, further information has not been received.